Event description:
The health care professional reported injecting a patient with 1 ml of evolysse smooth in the tear trough on the orbital rim. Approximately 1.5 weeks post injection patient experienced swelling in the tear trough and approximately 6 weeks post injection, patient experienced migration to the lateral nose border and unevent appearance. The hcp dissolved the affected area however, the symptoms persist. Safety database reference number (B)(4).